Manufacturer narrative:
This report is submitted on april 27, 2021.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. The patient was placed under general anesthesia on (B)(6) 2021, in order to revise the skin and change the abutment. The implanted device remains.